Event description:
Patient noted with surface keratopathy, pain and blurriness on the right eye. Patient had significant opaque bubble layer during treatment. Surgeon indicated that this may or may not be related. Patient treated with pred forte. Patient complained of dry eye and no loss of best corrected visual acuity.

Manufacturer narrative:
Additional narrative: secondary surgery will be required to resolve patient¿s symptoms. The dryness issue is resolved. The blurry and double vision has not.

Manufacturer narrative:
(B)(4). Surface keratopathy. Evaluation: customer indicated that opaque bubble layer (obl) occurred during initial surgery on (B)(6) 2013, but is uncertain whether it is related to the event reported. A request for field service was made on (B)(6) 2013 and a field service engineer was dispatched to the site. System was operating properly and met specifications.